Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's internal battery was not charging. There was no harm or injury reported. The ventilator was evaluated by a third party service center and the customer's complaint was not duplicated. The device operated and alarmed as designed. During the evaluation of the device at third-party service center, "service required" codes were found in the ventilator's downloaded error log. The device's front panel board, power management board and oxygen blending module board were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third party service center for evaluation and the allegation of the internal battery was not charging was not duplicated. The allegation was confirmed and the device¿s power management board was replaced to address the issue. The device¿s front panel was replaced to address a service required alarm condition. This issue would not affect the device¿s ability to deliver therapy as designed.

Event description:
The manufacturer received information alleging a ventilator's internal battery was not charging. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.